Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00026. This second MDR is being submitted for the second suspect product, also a device MFR by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who on 9 november 1999 and 8 december 1999, the was skin tested; both test results were negative. In 2000, the pt was administered two formulations of product into the nasolabial folds and the oral commissures. On 14 february 2000 the pt presented with swelling, mild erythema and hard bumps at both nasolabial folds. Both skin tests were negative at that time. No treatment was adminstered. On 24 february 2000 the pt presented with nasolabial folds erythematous with flat induration which was palpable. Both skin tests were pink and firm. Symptoms were reported by the pt to be intermittent and had flared following ingestion of veal on 23 february 2000. Hypersensitivity was the physician's diagnosis; the pt had been contraindicated for further collagen treatment. The physician was considering laser resurfacing for capillaries which were red, and planned to follow up with the pt as necessary.